Manufacturer narrative:
(B) (4): physio-control recommended installing a new fully charged battery or a known good battery. If there is a higher than normal impedance with the battery it could increase the charge time. The biomedical engineer later confirmed that a new battery had been installed in the device resolving the reported problem. The device was subsequently returned to service for use. The replaced battery has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomedical engineer that the device was taking approximately 20 seconds to charge to 360 joules. There was no patient use associated with the reported failure.